Event description:
Procedure: hartman procedure. According to the reporter: during the proper handling of the instrument while firing, the staple line formed partially. On the part of the anastomosis there was no staples fired. The procedure was converted to a hand made anastomosis. There was no additional bleeding. There was tissue damage reported. Operating room time was extended approximately 30 minutes due to this event. The case remained a laparoscopic procedure. There was no prolonged hospital stay.

Manufacturer narrative:
(B)(4)